Manufacturer narrative:
Reference MFR report # 2916596-2015-01480 for the report of the pump exchange due to suspected thrombus. (B)(4). Approximate age of device ¿ 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had been readmitted due to a driveline infection. At the time of admittance, the patient¿s lactate dehydrogenase (ldh) level was noted to be elevated and there were some slightly elevated pump power values recorded. The patient has a history of suspected lvad thrombus which resulted in a pump exchange in (B)(6) 2015. No further information was provided.

Manufacturer narrative:
The patient remains ongoing on pump support. A specific cause for the report of infection could not conclusively be determined through this evaluation. The instructions for use lists infection as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: information provided by the hospital personnel on 10/25/2016 stating that the patient had an increased drainage from driveline site. Cultures on (B)(6) 2016 showed several gram +, and gram ¿ species, with klebsiella pneumonaie, and swarming proteus mirabilis. The patient was started on doxycycline; however, the treatment did not resolve the infection. The patient was initially diagnosed on (B)(6) 2016 and started on 6 weeks of keflex at that time, for cultures positive for e coli, then on (B)(6) 2016 was admitted with increased drainage and new bacteria growing on culture.